Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery since (B)(6) 2016. There was no impact to the customer blood glucose (bg) level. In addition, during the call with tandem technical support the customer reported that a malfunction alarm had occurred and the pump had stopped all insulin delivery. There was no impact to the customer's bg level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. It was indicated that the customer would continue to use the pump until the replacement arrives.